Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented for a device upgrade. Upon interrogation, chest x-ray revealed that the right atrial lead was dislodged. The lead was repositioned. During a post operation check, the lead was noted to be dislodged again, confirmed with chest radiograph. The lead was explanted and replaced on (B)(6) 2017.

Manufacturer narrative:
This supplemental report is to correct the previously reported information regarding the awareness date. The previous reported awareness date of (B)(6) 2017 is incorrect. The correct awareness date is (B)(6) 2017.